Event description:
It was reported that after pre-dilatation with a 2.5x15mm voyager rx, an unspecified stent was implanted in the lesion. The voyager rx was unable to cross through the stent strut; it was removed from the anatomy and re-groomed using a re-grooming tool. The tip separated when a mandrel was inserted into the guide wire lumen and then the voyager rx was inserted gradually into a sheath. Another voyager rx was used to complete the procedure. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx voyager dilatation catheter noted blood visible on the entire length of the catheter and contrast in the inflation lumen, which is consistent with preparation and the catheter advanced into the patient anatomy. The tip was separated at the middle portion of the clear gap and was not returned. There was .5 mm of clear gap present. The material at the tear was stretched and jagged, indicating that the tip encountered resistance or force was applied, suggests that the separation may also be related to tensile overload (material stress/fatigue). The inner diameter at the separation was measured and met manufacturing criteria. Factors that can contribute to tip detachment include but are not limited to, manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. It is possible the tip was damaged during advancement and use in the patient anatomy. Further manipulation during the attempt to re-groom the balloon likely contributed to the tip ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported tip detachment appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager balloon catheter noted blood visible on the entire length of the catheter and contrast in the inflation lumen, which is consistent with preparation and the catheter advanced into the patient anatomy. Factors which may contribute to resistance advancing a balloon catheter through a deployed stent include, but are not limited to, anatomical conditions, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, damage to the stent implant, balloon catheter profile, or damage to the balloon catheter. The crossing profile and 2/3 collapsed balloon profile were measured and met manufacturing criteria. It is possible the stent was not fully apposed to the vessel wall, contributing to the reported resistance; however, this could not be confirmed. Analysis noted that the tip was separated at the middle portion of the clear gap and was not returned. There was .5 mm of clear gap present. The material at the tear was stretched and jagged, indicating that the tip encountered resistance or force was applied, suggests that the separation may also be related to tensile overload (material stress/fatigue). The inner diameter at the separation was measured and met manufacturing criteria. Factors that can contribute to tip detachment include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. It is possible the tip was damaged during advancement and use in the patient anatomy. Further manipulation during the attempt to re-groom the balloon likely contributed to the tip ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported tip detachment appears to be related to the operational context of the procedure; however a conclusive cause for the reported difficulty positioning the catheter could not be determined. All dilatation catheters are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release.